Event description:
Distributor reported that during monitoring of a term labor, there was the onset of variable decelerations. The scalp ph was 7.36 (normal). Stan monitoring continued without st analysis determined due to poor signal quality. The ctg became progressively worse, and there was a preterminal tracing prior to delivery. There was no earlier intervention and a dead baby was delivered by vacuum extraction.

Manufacturer narrative:
The stan device was monitoring a term delivery with variable decelerations, scalp ph 7.36 (normal). During the progress of labor, inadequate signal quality with no st info. Progressively worsening ctg and prior to delivery preterminal. Vacuum extraction is performed, but the baby is delivered dead. The event was reported to finnish authorities. In response to the FDA warning letter of august 4, 2010, and CAPA project (B)(4), this event will be reported in the united states according to the table below. We are aware that reporting timelines cannot be met with the retrospective reporting.